Event description:
It was reported that high voltage impedance was out of range. All electrical measurements went back to normal after unscrewing and reconnecting the lead to the ICD.

Manufacturer narrative:
No medwatch form was received.